Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Examination of the returned device confirms the complaint; the impactor is cracked and a piece has broken off and was not returned. The instrument was found to be cracked and broken. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that this morning when we started to assembly the tray from this case. W e noticed that the fb impactor attachment was cracking. We had no issues during the case and didn't impact the surgery time. The patient was not injured during the case. No surgical delay.